Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed that the chassis was damaged. In addition, the internal components were found to be wet. The customer reported product problem (non-functioning pump that was making noise) was confirmed during testing. The product problem was attributed to a faulty pump. The investigator noted that the customer did not drain the water tank completely, and suspected that the water came into contact with the pcb, and thereby damaged it. The investigator also noted that the silicon between the tank wall and pcb was not sealing properly, and that this also contributed to the product failure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The defective pump was replaced. The device subsequently passed functional testing.

Event description:
It was reported that during a pre-test, the pump was not functioning and was generating noise. No patient injury or complications were reported in relation to this event.